Event description:
Patient allegedly received a celect inferior vena cava (ivc) filter on (B)(6) 2010 via the common femoral vein due to trauma; risk for deep vein thrombosis (dvt). Patient is alleging vena cava perforation. Patient further alleges "caval perforation; 10 o'clock 7.80 mm grade 2. 1 o'clock 10.0 mm grade 3 extending to the periphery of the abdominal aorta. 4 o'clock 7.80 mm grade 3 extending to the periphery of the abdominal aorta. 8 o'clock 6.70 mm grade 2." The certificate of death dated (B)(6) 2020. Per computed tomography report, "caval perforation: yes. 10 o'clock 7.80 mm grade 2. 1 o'clock 10.0 mm grade 3 extending to the periphery of the abdominal aorta. 4 o'clock 7.80 mm grade 3 extending to the periphery of the abdominal aorta. 8 o'clock 6.70 mm grade 2." "Inferior vena cava is diminutive below the level of the caval filter."

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava/aorta perforation. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. 20 devices in lot. No relevant notes on wo for neither device (igtcfs-65-fem-celect-perm) lot: e2540922, nor filter (igtf-30-celect) lot: e2535138 and e2537912. No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.